Event description:
When the aortic cannula was inserted into the ascending aorta, the cap on the end would not pull off. A kelly clamp was used and finally the cap came off in pieces. If the cannula had been pulled out while trying to remove the cap, the patient would have bled a great deal. The caps on these cannulas should come off easily. This cannula is placed into the aorta before the patient is placed on the heart/lung bypass machine during open heart surgery.